Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to user mishandling. The swtich gasket was observed to be damaged. The damage was not consistent with normal wear and tear. The swtich gasket was repalced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.